Event description:
The biomedical engineer (bme) reported that the multigas unit was not measuring end-tidal co2 (etco2) while in patient use. No reports of patient harm.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was not measuring end-tidal co2 (etco2) while in patient use. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2026 emailed the bme via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2026 emailed the bme via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2026 emailed the bme via microsoft outlook for the information in the ni list above: no reply was received.